Event description:
Patient was referred for prophylactic battery replacement when device was at 11% battery remaining. Patient later experienced an increase in seizures and visited the ER. Patient later reports she spent the night at the hospital (hospital admission). The neurologist is to send a new referral asking for urgent battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect device was received by the manufacturer and is awaiting product analysis completion.

Event description:
Product analysis was completed on the suspect generator. An interrogation, system diagnostic test, and vbat calculation (shows ifi=yes condition) were performed. No anomalies were seen and the device performed according to functional specification. Product analysis worksheet was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.

Manufacturer narrative:
H11, corrected data: initial report inadvertently omitted b2 outcome of hospitalization and was corrected on supplemental 1 report, however the corrected data details were not added to h11. H11, corrected data: initial report inadvertently omitted f08 and was corrected on supplemental 1 report, however the corrected data details were not added to h11. F10, corrected data: supplemental 1 report inadvertently omitted code f07 based on the assessment that the patient's seizures rose above pre-vns baseline levels.

Event description:
Additional information was received that the suspect product was not discarded and was available for return. The suspect device has not been received by manufacturer to date.

Event description:
The physician has responded that the cause of the increased seizures is due to low battery as well as increased anxiety over the battery being low and not working. The seizures rose to above pre-vns baseline levels. The patient later had a battery replacement. The facility has reported that the pathology department never received the requested device, it is assumed to have been discarded. No other relevant information has been received to date.